Event description:
It was reported that during a shoulder cuff repair surgery, after using the starter and tap, the twinfix ultra anchor head end fractured during implantation in the bone tunnel, but it was not a comminuted fracture. There was no debris and it was connected to the suture, allowing the entire anchor to be removed. The procedure was completed using a s+n backup device in the originally drilled bone hole, no void was left. There was a delay less of than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with the anchor fractured below the proximal end of the suture window, the anchor and suture strings are on the insertion device. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include (1) excessive force (2) incorrect tunnel preparation. Based on this investigation, the need for corrective action is not indicated.